Event description:
Adult ed- email sent to ed pi: I do not like these new IV catheters. They get stuck whenever you are pushing the catheter off the needle and into the vein. Also, I have blown more veins now than I did when I first started as a new grad. They also splatter blood when you take the needle out. It is extremely hard to occlude and blood just goes everywhere, it looks like a trauma bay in every room. I also noticed that if the line gets kinked at any time, you have to start a whole new line. Other catheters you could straighten out and use them, but not these. The only positive feedback is the needle is really sharp."